Event description:
It was found that the cot would not lock into place on the height adjustment racks due to worn bearings on the lock bar. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.